Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the instrument did not staple. The surgeon applied another product without pt injury.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.